Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd ultra-fine¿ short pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter :   the consumer reported needles sometimes clog during injection. Date of event : unknown. Sample status : unknown.

Manufacturer narrative:
H6: investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 1 bd ultra-fine¿ short pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter :   the consumer reported needles sometimes clog during injection. Date of event: unknown. Sample status: unknown.